Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and confirmed that the touchscreen was broken. To resolve the issue, the stm replaced the touchscreen and completed all testing and calibrations in tandem with preventative maintenance. The iabp was returned to the customer and cleared for clinical use.

Event description:
Customer reported that the display of the cardiosave intra-aortic balloon pump (iabp) was damaged. It is unknown under which circumstances the event occurred. However, there was no patient involvement and no adverse event was reported.